Event description:
It was reported that the patient¿s device system was removed in (B)(6) 2013 due to infection (refer to manufacturer report 3004209178- 2013-11176). When the device was being removed, it was discovered that the catheter had fractured. The catheter was also removed but the ¿plastic tubing for it¿ still remained. No patient symptoms were reported. Patient outcome was not provided. The medication delivered by the device system was not provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant product: product ID 8709, serial (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).